Manufacturer narrative:
New information added on fields: h3 and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction did not confirm that the plastic distal end cover was burnt, but there was an insulation failure at the distal end noted during the evaluation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): opreation manual 4.2 insertion air/water feeding and suction nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited burned plastic distal end cover and foreign material in the jet tube, air/water tube, and air/water cylinder. There were no reports of patient involvement.